Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ contained air bubbles while drawing blood or volumetric inaccuracy. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: sample and photos were returned for evaluation. Device history record, quality notification and maintenance analysis records were reviewed and no quality notifications were observed. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Among the activities planned for the investigation process of the problem are the following evaluations: development of an analytical method to measure the tip circumference deformation with accuracy; include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; parameters and mold changes to guarantee the product specification changes in order to correct tip deformity. According to the internal bd procedures for the situation, a research process was initiated involving bd brazil and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process were opened a corrective and preventative action and situation analysis and are being several activities for a depth analysis of the problem and understanding of their potential causes.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ contained air bubbles while drawing blood or volumetric inaccuracy. No serious injury or medical intervention was reported.